Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2017 that would have been reportable under been reportable under 21 cfr 803, medical device reporting within our complaint system. The information received stated that the patient's medtronic ipg stopped functioning and was replaced due to pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).